Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during a lobectomy procedure, the staples malformed at third firing - half of staple line was box shaped. Another device was used to complete the case. There were no adverse consequences to the patient.